Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system is expected to be returned for investigation. The device has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the clip delivery system (cds) was returned for analysis. During visual inspection, it was confirmed that the proximal end of the actuator knob assembly (actuator knob, release crimper and crimping cam) was completely retracted from the arm positioner; however, these components were intact and secure on the end of the actuator mandrel. There was no other external damage observed to the device. In an effort to examine the remaining part of the actuator assembly (actuator mandrel and coupler) still contained within the device, an attempt was made to pull the actuator knob proximally from the cds, but it could not be removed. Because the coupler was not exposed from the tip of the dc, the dc shaft was dissected at the radiopaque tip ring to locate the actuator coupler. It was noted that the entire coupler was pulled inside the compression coil; therefore, the dc handle was disassembled to cut the dc shaft and remove it distally. The coupler was then located in the compression coil approximately 4cm from the radiopaque tip ring; a proxy threaded stud was used to carefully remove the actuator coupler and cut portion of the mandrel. After removal, no damage was identified to the actuator coupler or actuator mandrel. The spiral weld was confirmed to be intact. Based on the analysis findings, there was no malfunction identified, as the actuator assembly was intact. Potential causes for the reported actuator knob being retracted further than expected are, but not limited to, patient conditions (such as anatomical morphology/pathology), user technique/procedural conditions (unintended curves on the device during the procedure) or manufacturing anomalies. As part of the mitraclip manufacturing process, all devices are subject to visual and functional inspection to verify product quality. Review of the lot history record confirmed this device met all in-process and final acceptance activities, including verification that the clip functioned as intended. There were no manufacturing nonconformities issued to the reported lot. A query of the electronic complaint handling database indicated there had been no other incidents reported for this lot. The user also reported no issues while functionally inspecting the cds during device preparation, which is an indication that the device was functioning properly prior to use. There is no indication that the manufacture of the device contributed to the reported event. With respect to the patient condition and procedural conditions, the actuator knob being retracted further than expected may be influenced by patient anatomical morphology and patient disease state (such as tortuosity of the vessel, resulting in increased tension on the device), unintended curves on the device or user technique (excessive curves applied to the device by the user), which could result in internal damage/separation to the internal device components. In this case, while the analysis confirmed the reported experience that the components (actuator knob, release crimper and crimping cam) were retracted out of the arm positioner, the entire assembly was intact and met manufacturing specification. The actuator knob being retracted further than just exposing the release pin groove (more than expected), was due to the tolerance stack up of the coupler and compression coil. This coupled with the user continuing to retract the knob could cause the coupler to be pulled inside the compression coil, as confirmed via returned device analysis, and thus cause the actuator knob to retract more than what is expected by the user. This is not an issue with the device and therefore no malfunction was identified with the cds. Based on the information reviewed, the reported actuator knob being retracted farther than expected appears to be related to user technique and not an indication of a product quality deficiency.

Event description:
This is being filed as the actuator knob inner metallic tube and white wire unexpectedly came out of the handle while the actuator knob was being pulled. Although there was no adverse patient effect, if this were to recur, this event has the potential to cause or contribute to patient injury. It was reported that during a mitraclip procedure, the clip delivery system (cds) was inserted and advanced to the left atrium without resistance. As per the instructions for use (IFU), the stored torque was released during positioning. The delivery catheter handle was turned approximately four times in order to align the clip perpendicular to the line of coaptation. There was no difficulty while grasping or placement of the clip onto the mitral valve leaflets. As per the IFU, the actuator knob was turned eight times in the direction of the printed arrow on the knob. As the actuator knob was being pulled back, no resistance was noted, but the inner device components, metallic tube and white wire, unexpectedly were pulled out of the delivery catheter handle with the knob. The clip was successfully deployed. The degenerative mitral regurgitation grade was reduced from 4 to 2. There was no adverse patient effect due or significant clinical delay in the procedure due to the device issue. No additional information was provided.

Event description:
Subsequent to the previously filed medwatch, additional information received indicated that four small turns were made to bend the clip delivery catheter shaft to approximately 90 degrees in order to line the clip perpendicular to the line of coaptation. No additional information was provided.